Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at around 3:30-4:00 pm for a high blood glucose level of 1000 mg/dl. The nurse stated that the customer they experienced hyperglycemia and diabetic ketoacidosis. The nurse was assisted was advised to change the reservoir. The nurse was informed that the insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.